Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bag/vent switch was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the bag/vent switch was not functioning as expected. There was no reported patient injury.